Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is in communication with the clinic and is waiting for additional information. Therefore, once we obtain updated information a supplemental report will be submitted.

Event description:
On (B)(6) 2026, a patient with hai pump returned to the surgical team for evaluation due to the patient refill on (B)(6) 2026, having a 30 ml residual was noted and the pump was refilled with glycerin. On (B)(6) 2026, all 30 ml of glycerin was aspirated without issue and needle placement was confirmed. During the first normal saline rinse, resistance was encountered and only 20 ml could be instilled. Aspiration attempts with a new syringe were unsuccessful. A new refill kit was opened, and the pump was re-accessed. Return remained sluggish, but the remaining volume was eventually withdrawn. The pump was subsequently flushed with two 30 ml saline rinses without further issue. Needle placement was reconfirmed. Following injection of 5 ml, 10 ml of clear fluid was returned, which was noted as unexpected. The pump was then refilled with 30 ml heparin normal saline without issue. Resistance was again noted during bolus flush attempts by the physician. CT angiogram performed (B)(6) 2026, showed no evidence of catheter migration, displacement, or other device-related or vascular abnormality. Per the surgical oncology app, the patient reported being aspirated during glycerin refill at another clinic. A pump angiogram was performed on (B)(6) 2026, and the technician was unable to flush the system during the procedure. Tissue plasminogen activator (tpa) was administered without improvement. The patient was scheduled for follow-up evaluation on (B)(6) 2026.